Event description:
It was reported that the patient experienced hypotension after post dilatation of the rx acculink in the right internal carotid artery. Neosynephrine was given and the condition resolved two days later. A prescription for midodrine, an oral medication for hypotension, was given to the patient upon discharge to home. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of hypotension is a known, observed, and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.